Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head, bhr cup and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, there was synovitis, lysis not violating the supporting bone, adverse local tissue reaction as well as trunnion issues. Although the reported clinical reactions are consistent with findings associated with metal debris, the root cause of the reported clinical reactions cannot be determined. It also cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implants. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Revision surgery of left side bhr cup (size 54) and head (size 48+0) for altr due to mom.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed.

Event description:
Involvement of left hip side.